Manufacturer narrative:
Date rec'd by MFR: 06may2019. The manufacturer's field service engineer (fse) confirmed the reported the failed leak issue. The manufacturer's field service engineer performed a visual exam of the blower and could see clamps were loose and not fastened. The fse fastened and tighten clamps on blower, ran the leak test and it passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the performance verification testing system leak test. There was no patient involvement. The event date was not specified; estimate used.